Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 511mg/dl. The spouse stated that the customer was dehydrated and vomiting. Troubleshooting was performed. The caller stated that they took out the battery. Two days later the customer called and stated that the doctor was taking her off the insulin pump until they can get her blood glucose under control. The customer requested assistance to put the device on suspend mode. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.